Event description:
A user facility reports a bilateral intraocular lens (iol) explant was performed due to negative dysphotopsia. Additional information, including patient status, has been requested. There are two reports associated with this event.

Manufacturer narrative:
The complaint device has not been returned for evaluation. There have been no other complaints reported in the lot number. Additional information was requested 12/20/2007, 12/21/2007 and 01/08/2008 by phone, mail and fax. A completed questionnaire has not been returned.